Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the system monitor (B)(6) could not confirm the reported event (would not display pump speed). The returned system monitor was functionally tested while connected to the labs test equipment with no adverse events or alarms noted. Proper system parameters were displayed during testing. Throughout testing the system monitor supported the test system without issue. The system monitor was tested and returned to the to the customer site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor would not display pump speed. It was reading 0 rpm. Repair was requested.